Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found. Full lead returned and analyzed. The lead was received with the stylet still in the lead. After removing the stylet a kink was observed on the stylet. It can't be determined when this occurred or if that is why the lead got stuck in the 9fr introducer sheath.

Event description:
It was reported that there was an attempt to implant the vdd pacing through a 9fr introducer, as labeled. The lead got stuck in the introducer. When it was pulled back out of the introducer, the physician saw a kink in the distal tip. The lead was returned. Additional communication from the customer clarified that the issue was not with the vdd pacing lead but rather the 9 fr introducer which reportedly "kinked" inside the vein and would not allow the vdd lead to pass. There were no patient complications reported as a result of this event and additional information. It was reported that there was an attempt to implant the vdd pacing through a 9fr introducer, as labeled. The lead got stuck in the introducer. When it was pulled back out of the introducer, the physician saw a kink in the distal tip. The lead was returned . There were no patient complications reported as a result of this event. (B)(6) 2010 update; additional communication from the customer clarified that the issue was not with the vdd pacing lead, but rather the 9 fr introducer which reportedly "kinked" inside the vein and would not allow the vdd lead to pass. There were no patient complications reported as a result of this event and additional information.